Event description:
Information received from the patient's attorney alleges that improper device programming by the sales representative and a subsequent replacement surgery caused the patient to suffer two strokes, causing permament physical and mental impairment.